Event description:
Pulmonary artery catheter with mixed venous oxygen saturation capabilities with continuous cardiac output function - cardiac output function failed first and mixed venous oxygen saturation lost several hrs later.